Event description:
During the course of the pt's (B)(6) study, it appeared that the pt was bleeding from an access site in the right groin. There was a large amount of blood noted, as well as, several large clots noticed. The volume was not measurable at the time, but an estimate of 200-300 ml of blood was generous. The physician inspected the access sites and catheter sheaths in place and noted that the 8fr x 12cm engage sheath was defective. The sheath tubing had separated from the hub of the device, allowing blood to leak from the sheath tubing. The physician cleaned the sheath and hub and reconnected them stopping the blood loss. The physician then proceeded to exchange the sheath with another 8fr x 12 cm engage sheath, as there was only the engage sheath available.